Event description:
A cautery device caught on fire and burned inside of a drawer in the user facility emergency room. The cautery had never been used and was contained within an intact, unopened pouch.

Manufacturer narrative:
Visual inspection of the burned pouch found that both pouch seals were intact and unopened. There is a burn hole in the middle of the pouch corresponding to the burn on the cautery cover cap. The cautery had been removed from the pouch and several component part were missing. The cause of the event was not apparent. The device was stored in a drawer and had not been removed for use in a procedure. It was not evident if any particular device components contribute to the event. User facility personnel indicate that the pouched device was stored in a dedicated bin within a drawer in the emergency room. The risk manager at the user facility was not available to respond to add'l questions but we will again attempt to contact.